Manufacturer narrative:
The field service engineer (fse) found the probe wash block was cracked and leaking fluid. The fse replaced the probe rinse block and performed alignment to resolve the leak reported. (B)(4)

Event description:
The customer reported the manual probe wash block on the coulter lh 500 hematology analyzer appears to be cracked and leaking clear fluid after each cycle. The volume is reported as 1 to 2 ml and the leak is not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.